Event description:
It was reported that the surgical table unlocks on its own. It is hooked up to the sidne, its says 'table unlocking" without anybody giving it the command. Without sidne, it just unlocks quietly. There were no pts involved and no adverse consequences occurred.

Manufacturer narrative:
There is no established expiration date for this device. Device was evaluated in the field on 1/6/2010. The floor lock foot locking is essential for articulating the table. However, without the floor lock foot function, emergency articulation like trendelenburg and anti-trendelenburg can still be achieved. If floor lock foot section unlocks itself, the table can be moved physically with minimal force which could potentially lead to adverse consequences if this were to occur during surgery. There were no pts involved in this event and no adverse consequences as a result of the malfunction. This is not a single-use device.